Event description:
Once the catheter was inserted, unable to push medications through catheter. The belief is that the "eyes" were not patent. The catheter was removed, and the patient had to undergo a second invasive procedure.